Event description:
It was reported that during a percutaneous coronary intervention, a shaft separation occurred. The lesion was located in a left anterior descending artery. The physician advanced to apex 2.5x30mm balloon to the lesion and inflated to predilate the lesion. Upon the second attempt to advance the balloon to the lesion, the physician felt resistance tracking over the wire and outside of the body. It was in two separate pieces from the proximal marker band forward. The procedure was completed with another apex balloon. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review a supplemental medwatch will be filed. (B) (4).